Event description:
It was reported that during the implant procedure for this electrode it exhibited a high system impedance greater than 240 ohms when closing the pocket. The physician decided to remove this electrode, and it was successfully replaced. It was noted that the new system impedances were appropriate and withing range. No adverse patient effects were reported.